Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy milky bag and abdominal pain. On an unreported date, the patient was treated with intraperitoneal (ip) vancomycin (dose, frequency and duration not reported) and ip fortaz (dose, frequency and duration not reported). The patient was discharged from the hospital the following day. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 3 of 4 involved in this event.